Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection have identified that the lead's conductor coils were deformed and the insulation was cut from the terminal pin likely due to grabbing tool. The allegation of a lead fracture was confirmed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this brady lead had insulation and conductor damage during implant procedure. This lead was never in service. No adverse patient effects were reported.